Event description:
Patient had enlarged lymph node localized for core biopsy. After the patient was prepped and the needle was placed and deployed, no specimen was recovered from the needle after 2 passes. Another brand needle was used to complete the biopsy successfully.